Event description:
(B)(4). My body, specifically arms legs hands feet broke out in hives and a rash. Very itchy, would come and go, seemed to be activated by anything and everything. Was seen by my pcp asap and was given steroids and allergy meds.